Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a lead alert was triggered. The atrial lead exhibited high impedance and noise. The lead contains an apparent fracture,was explanted, and replaced. No patient complications have been reported as a result of this event.